Event description:
It was reported that during a da vinci-assisted surgical procedure, the bolt of a prograsp forceps instrument came loose at bottom of the jaws. The customer pushed it back in. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.625 " at the swaged end compared to the nominal pin diameter of 0.725". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage.